Event description:
Healthcare professional reported no complaint against the left device but later confirmed "contracture" diagnosed by MRI, baker grade unknown. ¿a fold of significant size is observed¿. Device has been explanted and replaced.

Manufacturer narrative:
Additional phone number (initial reporter): (B)(6). Additional health effect - impact code 4:f2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture on the contralateral side.

Event description:
Healthcare professional reported, no complaint against the left device. But later confirmed, "contracture". Diagnosed by MRI. Baker grade unknown. ¿a fold of significant size is observed¿. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Crease/folding of implant: no observed. Additional observations: deformation observed, on the device. Wear abrasion observed. Yellow particle observed, on the device. No further actions are required, as the device was implanted.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe since it is a medical event and is not related to the device. Crease/folding of implant: no observed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported no complaint against the left device but later confirmed "contracture" diagnosed by MRI, baker grade unknown. ¿a fold of significant size is observed¿. Device has been explanted and replaced.